Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported per medwatch report that the procedure was being performed on a male patient (pt) with coronary heart disease, hypertension, hyperlipidemia, s/p cholecystectomy. The pt washed with chlorhexidine wash the evening before and experienced itching with a rash. Self-treated with benadryl and presented to preop the following morning. Reaction to the wash was explained to the nurse and an "allergy" was recorded. The usual oral rinse with chlorhexidine gluconate 0.12% was completed. Forty-five minutes later, a central line was inserted in preparation for the coronary artery bypass graft (CABG) procedure. Shortly thereafter, the pt experienced shortness of breath and demonstrated "seizure-like" movement. He was intubated to protect his airway and surgery was cancelled. In addition to the central line and oral rinse, staff utilized chlorhexidine hand gel throughout their contact with the pt while prepping him for surgery. Additional info received on 12/23/2010 from the risk manager stated after the pt's surgery was cancelled, he was treated and released and returned to the hospital at a later date for the surgery. The surgery was successful and the pt was fine.